Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, the patient was preoperatively diagnosed with lumbar spondylosis and lumbar stenosis at l3-4 and l4-5 with low back pain. The patient underwent following procedure, decompressive lumbar laminectomy at the l4 and l5 levels with decompression of the thecal sac and the nerve roots, bilateral neural foraminotomies and partial facetectomies at both l4-5 right and l4-5, left decompressing the nerve roots throughout their neural foramina. Decompressive lumbar interbody arthrodesis at l4-5. Posterior lumbar interbody arthrodesis at l4-5. Posterior lateral arthrodesis at l4-5. Placement of the interbody prosthetic device at the l4-5 level. Non-segmental instrumentation l4-5 degree intervertebral spine facet screws at the l4-5 level. Use of the allograft bone for the arthrodesis. Use of the autograft bone for the arthrodesis. Use of intraoperative fluoroscopic guidance with the interpretation by surgeon to confirm the appropriate level in the spine and appropriate placement of the interbody prosthetic. As per op notes, ¿after this was completed, the appropriate size interbody prosthetic spacer was selected from the spinology grafting material and this spacer was placed into the disc space at l4-5 as well as bmp sponge an allograft bone to complete the interbody arthrodesis l4-5.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.